Event description:
Pt's relative reports event as 'broken port', confirmed by x-ray. Symptoms were severe pain, bloating and inflammation.

Manufacturer narrative:
Taper unknown. The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional information has been reported to allergan regarding the serial number or model number. The reporter, a relative of the pt who resides out of the united states, has not given allergan permission to contact the foreign surgeon or the pt to investigate the reported events.